Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medicaiton than intended. On an unspecified date, the device was programmed to deliver dilaudid. No specific programming parameters were provided. In 2006 at an unspecified time, a nurse reported the dilaudid dose "changed on it's own from .4mg to 4 mg." During testing at the user facility, the device passed all testing including delivery accuracy. The customer contact stated the event was, "due to a programming error by the user." Multiple unsuccessful attempts have been made to obtain additional information including patient outcome.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated the device passed all testing including delivery accuracy and was returned to clinical service.